Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. No repairs were made as the customer declined all repairs. It was also reported that there was software problems as the device switched into english language during normal functional check and could not be switched back. No repairs were made as the customer declined all repairs. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was software problems arctic sun device switched into english language during normal functional check and could not be switched back. Control panel was replaced 6 months ago already. Please check device, it did not cool properly as well. Per additional information received via follow-up on 28mar2023, customer denied repair so nothing was done to the device. No patient involvement.

Event description:
It was reported that there was software problems arctic sun device switched into english language during normal functional check and could not be switched back. Control panel was replaced 6 months ago already. Please check device, it did not cool properly as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.